Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The reported device was manufactured and distributed by (B)(4) and implanted prior to (B)(4) purchase of certain assets of sbi on (B)(6) 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device disposition is unknown.

Event description:
The review of the national joint replacement registry of the australian orthopedic association revealed a star ankle revision surgeries due to instability.